Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.

Manufacturer narrative:
The customer¿s report that the tubing was leaking at the male luer connection was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed at the engagement of the tubing and male luer adapter. Inspection under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the leak has not been identified.